Event description:
Pump was reported to malfunction and underdeliver. The pump was being used to deliver vancomycin to pt at home. The pump was programmed in the continuous mode to deliver 94ml of medication over a 2hr period. The medication was contained in a 100ml bag that was carried along with the pump in a fanny pack. The therapy was given every eight hours but the pump was powered off and disconnected when not in use. The pump reportedly only delivered approx 48 cc when observed after a 2hr therapy was finished. The facility did not have the upstream occlusion alarm activated. The pt did not require any medical intervention but due to pre-existing conditions remains very ill, the reporting facility was unable to determine if the underdelivery of medication caused any additional difficulties in the pt's recovery.